Event description:
It was reported the patient had a shoulder problem so they had to turn occasionally during sleep. The other day when the patient was turning from the right to the left, they started to feel stimulation in their toes that are uncomfortable. When the patient tipped back, it shut off. The patient said it happened again last night. Otherwise the stimulation was fine. The patient indicated there was no known accident or incident related to this event. The patient met the manufacturer representative (rep) and they reset the sensor and checked positions. The patient maybe had turned off the adaptive stimulation and the rep turned it back on. The patient was pleased with their coverage and had no further issues noted.

Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a loss of therapeutic effect and stimulation seemed to go off intermittently when the patient was walking. The patient was going to meet with the manufacturer's representative (rep) on (B)(6) but was wondering if there was anything else that could be done. It was noted this started happening after he met with the rep. For reprogramming about a month ago. It was reported that stimulation was not working when he turned on his side to the left but it might have been because they didn't stay in the position for three minutes when stimulation was adjusting. The patient programmer (pp) was used to sync with the implantable neurostimulator (ins) and the patient stated the ins was on and they saw a for adaptivestim. The patient was on group a with upright 1-4.65-leg and 2-5.20-back. Lying down was 1-2.70-leg and 2-3.25 back. When the patient went for walk settings changed and the patient thought since stimulation decreased that was why he didn't feel it when walking as it was 1-3.15 leg and 2-3.95 back. The patient stated he had to resync to get the setting to change back. The rep. Called on (B)(6) and stated that the battery intermittently turned off when the patient walked. The patient also said when he tipped back it would shut off as well. The rep. Met with the patient on (B)(6) and reset the upright and upright/mobile setting since the doctor's office didn't have a bed in it. At one point it showed the upright position which was correct but the setting seemed to still be like the patient was lying down. It was reviewed to check the transition times when the rep. Saw the patient again in a couple of weeks. Currently adaptivestim was turned off and the patient was getting good coverage. The rep. Also stated that the patient needed to really turn stimulation voltage up for standing compared to lying down. It was reviewed to have the patient check with the patient programmer (pp) to see if the device was definitely turning off when he thought it was, as well as checking the system integrity, impedances, and pulling a file upon interrogation.

Event description:
Additional information received reported that the patient received assistance from their doctor or manufacturer's representative (rep) on (B)(6) 2015" and their concerns were resolved.

Event description:
Additional information received reported that there were no beds available at the facility the manufacturer¿s representative (rep) met with the patient on (B)(6) so the sensor was not reset but it had been done a month prior to the visit on (B)(6). The patient said his sensor was reading the correct positions though. Some reprogramming was done for better coverage and the amplitudes for sitting and standing were set and the transition zone was also set a little closer together. The patient said he was confident to set the lying down positions at home. The patient called the manufacturer¿s representative (rep) later that evening after their visit and said it was working fine and better than it had been but when he tried to set the lying position in the evening (which was lower than the standing/sitting) the amplitude stayed in the lying position. The rep. Instructed the patient to turn his sensor off in the meantime because he was getting effective therapy when his stimulation was constant in each position so he could change it manu ally. It was suggested to the rep. To change the timing of the change in amplitudes to see if that worked. The rep. Told the patient he would contact him after the holiday to see about scheduling something to meet and try that option to see if that helped and the patient was happy with that. No appointment had been scheduled yet at the time of the report.